Event description:
It was reported that an asymptomatic patient presented with noise, inappropriate vf and atp therapy. Lead noise was noted via merlin.net transmission. The patient did not experience any symptoms due to therapy. The device was disabled and the patient was provided with a life vest. Lead revision was discussed. No further information is available.